Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis wrapped around itself in its package. The guidewire was decontaminated and examined under magnification and it was observed that the guidewire was separated at 11.0cm from its nitinol distal end. The core wire and nitinol were also separated. A very small section on distal side of the core wire was protruding out of the distal side nitinol section. The guidewire was slightly bent approximately 1.0cm from its distal tip. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was scraped off between 25.0cm to 30.0cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with a sharp object. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. No anomalies were observed with the hydrophilic coating. From the condition of the guidewire the functional evaluation could not be performed. Based on the investigation, the device is believed to have broken in the microcatheter from torsional overload. The twisting motion, likely performed to navigate to the target site, led to the distal and proximal sections of the device being torqued at different rates, resulting in the reported and observed break. Because the reason for the different torquing rate of the distal and proximal sections could not be definitively determined following review and analysis of available information, a cause of undeterminable was assigned. However since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause for the observed ptfe peeling is considered to be related to dfu instructions not being followed.

Event description:
It was reported that the distal end of the guidewire broke off inside the microcatheter. Both the microcatheter and the guidewire were removed from the patient together. There were no clinical consequences to the patient.

Event description:
It was reported that the distal end of the guidewire broke off inside the microcather. Both the microcatheter and the guidewire were removed from the patient together. There were no clinical consequences to the patient.